Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during ablation, after the first ablation, the antenna was broken during the second puncture. Medical intervention done to remove the antenna. The procedure extended for more than 30 minutes.

Manufacturer narrative:
This event has been reassessed and found not to be associated with a serious injury or potential for serious injury with reoccurrence. If information is provided in the future, a supplemental report will be issued.